Event description:
Customer reported that implant never became completely integrated. Became mobile after lower denture attachment were added.

Event description:
Customer reported that implant never became completely integrated. Became mobile after lower denture attachment were added.